Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited minute ventilation oversensing on the right atrial (ra) channel. Further review noted that this behavior started almost a year ago in (B)(6) 2017. There were also impedance fluctuations on both the ra and right ventricular (rv) leads. During the check, the rv pace impedances were noted to be 1167 ohms and the ra pace impedances were 849 ohms. Although both lead's had pace impedances within normal limits, rv pace impedances have fluctuated greater than 500 ohms. At this time, the products remain in service. The leads are a competitor's product. No adverse patient effects were reported.